Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ", the catheter stuck in sheath. After several attempts, it still stuck. When preparing to replace with another catheter, it was discovered that the first catheter couldn't be pulled out of the sheath. So, the entire was pulled out. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, upon return, the teflon sheath was noted on the iabc; the sheath was noted buckled. The visible portion of the blader was un-wrapped. The one-way valve was tethered to the short driveline tubing. Bends to the central lumen were noted at approximately 8cm, 28cm, 36cm and 70.5cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 34cm to 42cm from the luer end. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The teflon sheath was noted buckled and on a portion of the iabc bladder, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instruc-tions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or he-mostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully com-pleted due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 71cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not ad-vance at approximately 9cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint for "the catheter stuck in sheath" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen. The damaged outer lumen can result in difficulty of pulling and maintaining a vacuum on the iabc blad-der. If the vacuum is not maintained, it can result in difficulty inserting the catheter. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath and the sheath was noted buckled. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint inves-tigation due to the outer lumen leaks. The root cause of the outer lumen leaks are undetermined. The most probable potential cause of how the outer lumen was damaged is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", the catheter stuck in sheath. After several attempts, it still stuck. When preparing to replace with another catheter, it was discovered that the first catheter couldn't be pulled out of the sheath. So, the entire was pulled out. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".